Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer tested out of specification due to failing incoming tests and not working correctly. The analyzer was scrapped with customer's approval. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.